Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the plunger of the delivery system "got stuck and a bit of extra pressure was applied to let the trailing haptic out". The surgeon reported the plunger suddenly released and the lens "went right through the posterior capsule". He reported the lens was removed and replaced with a sulcus lens. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B)(4).